Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported having nuclear magnetic resonance spectroscopy. Pt reported at this time she is having erratic blood glucose levels often with readings of 50-400 mg/dl. Pt stated she took correction via the infusion device when her blood glucose level was too high, but no success. Pt reported now she takes correction via injection. Pt stated she then changed out the accessories. Pt reported she does not know why her blood glucose levels are erratic. Pt stated she is questioning the accuracy of the dispensing of the infusion device. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported having positive ketones. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.